Manufacturer narrative:
Technical support instructed the account to inspect the CPR switch. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.

Event description:
The account alleged that the bed is in max inflate and the head and knee will not rise.